Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site. The patient was placed under sedation to facilitate a revision surgery on (B)(6) 2013, during which it was discovered that the clinic had ordered an incorrect abutment. The correct abutment was ordered, and revision surgery was successfully performed on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.